Event description:
It was reported that an ilet pump did not charge when placed on the supplied charging pad; the pad¿s indicator flashed once and then turned solid, and a phone placed on the same pad also did not charge, while the pump successfully charged on a third-party charger. Customer care provided support that included guided troubleshooting to verify pad functionality using an alternate device and confirmation of successful charging on a different charger, followed by issuing a replacement charging pad as a goodwill measure. Investigation of this case revealed a suspected malfunction of the provided charging pad rather than the pump, supported by successful charging with an alternate charger. Symptoms included no adverse clinical effects. Outcomes included no medical intervention due to interruption in therap. It was concluded, based on previously established findings for similar reports, that the cause was a probable charger accessory malfunction.